Manufacturer narrative:
E1- (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the malfunction was water leakage inside the connector housing and liquid ingress into the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited incompatible scope (error e315). The issue occurred during reprocessing. There were no reports of patient involvement.